Manufacturer narrative:
The customer¿s report that one of the legs of the bi fuse came off was confirmed. Visual inspection noted one side of the bifuse microbore tubing was missing. The missing section of microbore tubing was not returned with the set. The set was observed under a microscope for evidence of solvent in the bifurd parallel connector. The shortage of solvent was evident in the one side of the bifurd parallel connector where the microbore tubing is missing. Functional, dimensional, and leak testing was not performed due to the customer not sending in the other half of the microbore tubing. The root cause that one of the legs of the bi fuse came off was identified as insufficient solvent in the tubing/ bifurd parallel connector engagement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "one of the legs of the bi fuse has come off" while attached to a PICC line. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.